Event description:
Pt was revised to address poly wear due to deltoid insufficiency.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information states poly wear is due to deltoid insufficiency. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.